Manufacturer narrative:
Consumer should not have been selected in the initial medwatch report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr tested the ventilator in adult mode for hours with no issues. The fsr checked events log and found nothing significant, except persistent invalid enhanced patient monitoring (epm) configuration alarms. After setting the codes for correct configuration, the issue was resolved. The fsr checked the humidifier, patient circuits, and expiratory filters. The fsr performed the extended system test and operational verification procedure and reported the unit operates within factory specifications.

Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit stopped ventilating. The customer reported circuit occlusion alarms during patient use. The customer reported the patient desaturated to eighty percent, then they took the suspect device off and bagged (manually ventilated) the patient back up to one hundred percent. The customer reported they changed out the suspect device.